Event description:
It was reported that dr revised cup for pain in 2007. It was not osseous integrated. When pt was seen on six months later, the pt was doing well.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. (Establishment), which markets the devices in the u.s.